Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer that the reported event was most likely due to the transducers losing calibration. The customer was instructed to calibrate all the transducers. As of september 2, 2015, the customer has not called back for further assistance with this particular unit.

Event description:
The customer reported a unit that was alarming " no cal data". No patient involvement.